Manufacturer narrative:
Based on the results of the investigation, the suggested events most likely occurred due to damage on the plug unit resulting in no image, water leakage resulting in a dirty scope connector, and a data error resulting in the scope communication error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the colonovideoscope exhibited no image, a dirty scope connector, and a b30 scope communication error. There were no reports of patient involvement.